Event description:
Tech alleged that the account was seeing sparks at the base frame of the bed.

Manufacturer narrative:
Tech found that the right brake caster has been rubbing the air /can coiled cable causing it to expose the wiring. Tech found that everytime the caster makes contact with the cable it sparks. Tech replaced the right dc power cable coil and the right head caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.